Event description:
It was reported that during a cholecystectomy the clip was not loaded. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4).damaged jaws. Eval summary: the analysis results found that the instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.